Manufacturer narrative:
The exact initial value of the second sample was 123.9 ng/l.

Manufacturer narrative:
No further information was provided by the customer. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin ths assay (tnths) on a cobas 8000 e 602 module (e602). A first sample was collected from the patient and tested on (B)(6) 2017, resulting as < 5 ng/l. A second sample was collected from the patient and processed on a modular pre-analytics system (mpa). This sample was initially tested on the e602 analyzer on(B)(6) 2017, resulting as 124 ng/l. The result was reported outside of the laboratory. A third sample was collected from the patient approximately four hours later on (B)(6) 2017 and tested, resulting as < 5 ng/l. When the < 5 ng/l value from the third sample was released to the clinician, he then questioned the 124 ng/l value from the second sample. The second sample was then repeated directly on the e602 analyzer, resulting as < 5 ng/l on (B)(6) 2017. The second sample was also repeated on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170), resulting as < 5 ng/l on (B)(6) 2017. The patient was incorrectly informed that she had a myocardial infarction based on the 124 ng/l value from the second sample. After repeat of the sample, the clinicians were alerted that the diagnosis was incorrect prior to any patient intervention. The patient was not physically harmed. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 245194. The reagent expiration date was asked for, but not provided. The customer is investigating whether the sample aliquot cups used on the mpa system may have not have been discarded, then re-used.